Event description:
The customer reported being hospitalized with high blood glucose of 600mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that the cannula became loose on the leg, and her glucose level went up. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.